Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the completed investigation, the reported issue was due to a damaged uc cable unit. The root cause could not be definitively determined; however, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported no image during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.